Event description:
It was reported that the patient received a message on their external device that their ipg was nearing end of life. As a result, surgical intervention may be undertaken in the future. The device is still providing therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-00208. Related manufacturer reference number: 3006705815-2024-00210. It was reported the patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was replaced, and the leads were revised to address the issue. Therapy was restored post procedure.